Event description:
The customer reported that the device had a broken battery. Further information was provided that the battery board was damaged and the device cannot boot. There was no adverse patient impact reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device had a broken battery. There was no adverse patient impact reported.